Manufacturer narrative:
This supplemental report is being submitted to provide corrected information based on the legal manufacturer's investigation and correction to h6 (component code). The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. Additionally, the device evaluation found the device probe broke off and the tissue pad was discolored. Based on the results of the investigation, the broken probe could have occurred due to: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. 5. A force was applied to the probe causing it to break. The instructions for use identify verbiage that could prevent the phenomenon: "·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad."

Event description:
The customer reported to olympus the thunderbeat, front-actuated grip type s jaw broke off. The issue was found at the beginning of a therapeutic, laparoscopic total hysterectomy and bilateral salpingectomy when inserting into the patient. The procedure was delayed for about 10 minutes while a new thunderbeat device was retrieved which was used to complete the procedure. There were no reports of patient harm or impact.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.